Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a plum oncology set that the customer reported leaking during chemotherapy. The event occurred on an unknown date. There was no more information provided.

Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined.